Event description:
It was reported the patient experienced a hernia and cramping coincident with peritoneal dialysis therapy. The cause of the hernia was unknown. It was not reported if the patient was hospitalized for the event. Treatment was not reported. Peritoneal dialysis therapy was ongoing. The outcome of the hernia event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Date of the event: the exact date of the event was not provided; it was reported the patient ¿recently discovered¿ he had a hernia (no other details provided). Should additional relevant information become available, a supplemental report will be submitted.